Event description:
It was reported that the distilled water leaked from the valve of the foley catheter. So, they discontinued the use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was not confirmed. Four photos were received for evaluation. The first one shows a top view of a 2-way silicone catheter. The next photos zoom into the deflated balloon and the inflation arm and catheter's cap which is evidenced with residues of what seems to be urine, lot ngjq4072. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the distilled water leaked from the valve of the foley catheter. So, they discontinued the use.